Event description:
It was reported that during 2011, the patient underwent surgery. The patient had experienced increase in pain. The patient underwent seven surgeries between the years of 2012-2013 at spine and neck. Following each surgery, the patient would be in extreme pain and was couch-ridden. The patient underwent last surgery in (B)(6) 2013. The patient was never able to perform functions properly again after the surgery and died one month later on (B)(6) 2013. The patient was implanted with rhbmp-2/acs.

Manufacturer narrative:
(B)(4). Date and month of surgery is unknown but the surgery happened in 2011. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.